Manufacturer narrative:
Method: the actual device is in the process of being returned for evaluation. A review of the device history record is in progress. Upon completion of the sample evaluation; a follow-up report will be filed. Results: as the device was unavailable for analysis, no methods were performed. Therefore, results cannot be obtained. Conclusions: the device was not returned to halyard for evaluation therefore, we are unable to determine the cause for the reported event. Per the instructions for use (IFU) there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4). Device not returned.

Event description:
Fill volume: unknown, flow rate: 270ml, procedure: unknown, cathplace: mediport. An FDA medwatch, report number mw5067514, was received stating, "device connected (B)(6) 2016 at 2pm to be infused at home for 46 hours. At 4am on (B)(6) 2016 the patient heard a sucking sound and reached over to feel dosifuser which felt empty. Pat came into infusion room on (B)(6) 2016 to be disconnected from dosifuser which was empty in am. Dose or amount: 270 ml volume frequency. Over 46 j route: mediport: diagnosis or reason for us: colon cancer is the product compounded: yes is the product over the-counter." Additional information received 21-feb-2017, stated the infusion from the pump started 2pm on (B)(6) and it was supposed to last 46-hours. At 4am on the morning of (B)(6) the patient heard a sucking sound and found that the pump was already empty already. The pump was disconnected later. There was no reported injury due to the device infusing 10-hours early. The patient carried the pump in a pouch but was not sure if there was a warming or cooling device near. It was used in normal room temperature and normal humidity. The patient was experienced in using the product and the sample was returned on february 20th.

Manufacturer narrative:
One sample device was received. When opening the pinch clamp, infusion was not observed. An empty small syringe was connected at the distal luer and negative aspiration (suction) was applied a few times, no flow was obtained. The tubing was cut a few inches distal to the blue connector (base of the pump) and infusion was observed. The tubing was bonded back together with a male and female luer using cyclohexanone. The tubing was cut 2 inches distal to the filter and infusion was observed. Infusion was not observed at the glass orifice. The glass orifice was examined under a microscope magnified at 1.25x and confirmed that crystalized medication was observed. The sample was placed in a heated incubator at 88 degrees for 48 hours in an attempt to dislodge any of the particulates that were residing inside the component. When removed from the chamber, the remaining tubing was connected to an air source of 15 psi for approximately 1-hour in an attempt to dislodge any remaining particulate matter. A syringe with warm 0.9% of saline was inserted into the proximal end of the glass orifice unit but infusion was not observed. The sample was unable to be rehabilitated. The investigation summary conclude that no flow was due to crystalized medication at the glass orifice. The sample was unable to be rehabilitated. All information reasonably known as of 27-apr-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).